Event description:
One of first 5,000 to receive implant. When she awoke, she knew something was wrong; "everything about my insides was not working." She cannot digest her food anymore. She has to take reglan but can only take it for 5 years and she is afraid of what will happen when she can no longer take it. She has difficulty urinating and defecating. She has been vomiting and has ruined her teeth having many removed and needs 5 more removed. Reporter has found many people, over the internet, with similar difficulties. She states there are only 5 doctors who can remove the disc but the results have been paraplegia or death. Reporter was on oxycontin for pain because of l 4-5 disc problem and surgeon only gave her this as the only option. Patient researched and could find no other complications reported to manufacturer. Reporter says that, from her research, johnson & johnson did not comply with necessary rules to get this device approved in the united states. Reporter's doctor did not report any complications to johnson & johnson. Reporter spoke with (B)(4) who said the device will no longer be used and the pro disc is better, smaller. He also said the charite has no complications. (B)(4) said any complications go through him, to a committee which decides if it is a true complication to be reported. Reporter was told she had a mental illness, not a problem from the disc surgery. She finally found a doctor who says she has autonomic neuropathy. She stopped ovulating after the surgery and has not been able to conceive. In order to implant the device, the surgeon goes through the front, takes out the intestines and manipulates the nerves to get to the disc. She is in pain, has migraines and is disabled. Reporter says she knows about patients who have committed suicide about this device. She is going to congress about this, contacting other patients and doing research. She has reported many times, but no one has helped her, her doctor, manufacturer or FDA.

Event description:
Additional info received from reporter 01/28/2014: reporter has been an advocate since 2004 and is aware of thousands of pts who are having much difficulty since the device was implanted. According to reporter, the device is so large that during implant the nerves are moved / manipulated and cannot recover resulting in automatic neuropathy, which she has according to the standard. Neurosurgery is successful but pts end up with complications due to the automatic neuropathy and, like she, can become disabled. The device is implanted by orthopedic surgeons, not neurosurgeons and the MFR says it is not the device but the surgery; however, according to the reporter, the MFR created the surgery. Reporter has gone from (B)(6), lost her marriage of 15 years, cannot have sex, lost her job and cannot digest food properly resulting in vomiting and difficulty with her bowels. She is also incontinent, gets a feeling of hot and cold and a racing heart. She is anxious to find out what FDA is doing about this problem. Prior referral to ombudsman. Given iab#.